Event description:
Additional information received reported that the patient had been replaced and had a follow up appointment on the day of the report with the health care professional. The patient was programmed at the hospital and seemed to get very good coverage.

Event description:
It was reported that there were interference issues with recharging. The patient had been unsuccessful in charging even when laying on it for hours. The patient was scheduled for a replacement to a non-rechargeable implantable neurostimulator (ins) in december. The patient did not want to schedule an appointment to work on recharging. The patient felt that even if the manufacturing representative got him charged up fully that he could then keep it charged. The patient was fine just awaiting a change out.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).